Event description:
Caller reported that a malfunction occurred with the pump, displaying code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted the caller by providing information on how to reset the pump. Despite resetting, the malfunction code recurred, leading cts to replace the pump. The caller was instructed to open the tandem t: slim mobile app to upload logs for further investigation, and arrangements were made to send a replacement pump with updated software. Backup therapy was ensured using mdi, and the caller agreed to return the faulty pump to tandem within 10 days. Cts confirmed the shipping address and detailed instructions for the pump's return and setup of the replacement were communicated, including programming settings and connecting the cgm. The caller acknowledged and understood all instructions.